Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure (batch no. 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the dysmenorrhoea, weight increased and headache outcome was unknown. The reporter considered dysmenorrhoea, headache and weight increased to be related to essure. Lot number: 50697310 manufacturing date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure (batch no. 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the dysmenorrhoea, weight increased and headache outcome was unknown. The reporter considered dysmenorrhoea, headache and weight increased to be related to essure. Lot number: 50697310 manufacturing date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure (batch no. 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the dysmenorrhoea, weight increased and headache outcome was unknown. The reporter considered dysmenorrhoea, headache and weight increased to be related to essure. Lot number: 50697310; manufacturing date: 2012-11; expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case became serious incident. Essure device was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.